Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, an error message appeared when using the search function on the patient list. The customer confirmed that the error messages stated, cannot continue the execution because the session is in the kill state and a severe error occurred on the current command. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in kill state when using the search function for a patient. A technical support specialist identified database errors on the station, loaded a new database, performed full synchronization, completed testing and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.